Event description:
A report was received from a user facility in (B)(6) stating: "the surgeon complained about the stable chamber. No aspiration during the extraction of the lens. He had to change the cassette. No patient impact. No product returned."

Manufacturer narrative:
The facility has discarded the product it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.